Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown, however, it was reported to have occurred in 2009. It was reported to boston scientific corporation that a resolution clip device was used post polypectomy. According to the complainant, after the clip was deployed, the clip fully opened up and fell off the tissue. The clip was then taken out using a foreign body retrieval device. At the conclusion of the procedure, the patient's condition was reported to be okay. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.